Event description:
It was reported that after the subject stent was fully deployed, the distal end of the subject stent did not open properly. Then advanced the wire and catheter through the distal tip, which allowed it to expand. However, after removing the wire and catheter again, the distal tip of the subject stent collapsed back down. No clinical consequences were reported to the patient due to this event.